Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that an overdischarge occurred. The representative was unable to connect with their clinician programmer and the patient didn't want to attempt a physician reset mode.the patient's battery replacement was scheduled for (B)(6)2018 . No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the ins was replaced on (B)(6) 2018, and the ins wouldn't be returned to the manufacturer for analysis. No further complications reported.